Event description:
It was reported that during use, when ECG cable was disconnected, the cardiosave intra-aortic balloon pump (iabp) unit has a system error fault #115. There was no health damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when ECG cable was disconnected, the cardiosave intra-aortic balloon pump (iabp) unit has a system error fault #115. There was no health damage.

Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, d8, d9, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Fault # 115 (api error returned to application) confirmed in error log. Possible communication failure within the executive processor board. Replace executive processor board to resolve the issue. Run test, and perform operation check.

Manufacturer narrative:
Corrected fields: h6-medical device problem code. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a

Manufacturer narrative:
Corrected fields:h6-investigation findings code and investigation conclusion code. . The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part exec processor with a reported unit failure of system error code # 115. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat dept. Booted the cardiosave in clinical mode to allow it pump. The total run time was over 11 hours. The fat dept. Could not confirm the complaint of system error code #15. The board passed testing. Retaining the board in the fat dept. Per procedure. As per the cardiosave dfmea the possible cause for the part ¿executive processor board¿ is ¿sw/hw interface or fluid ingress or blood back or nvram corruption or component reliability or external force to connector pins¿.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a